Manufacturer narrative:
Other applicable components are: product ID 8781 lot# serial# unknown, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient had had a surgery in the past 7 months (relative to (B)(6) 2019 for an issue with her catheter. No symptoms were reported. There were no further complications reported at this time.